Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects of perforation, cardiac tamponade, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. A whisper guide wire was used to recanalize the vessel. After successful implantation of 4 xience pro x stents the physician noted a pericardial effusion in the distal acute marginal branch due to the handling of the wire in the distal part of the vessel. A pericardial puncture was performed and 500ml of blood were aspirated. As the bleeding continued a micro catheter was advanced and two coils were used to finally close the vessel damage. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.